Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Other medical products in use during the event include: brand name: specify surescan, product ID: 977c165 (serial: (B)(6), product type: 0200-lead; implant date: (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient stated he had a lead revision done in (B)(6) 2023 because the lead had moved. Pt mentioned all of the sudden there was a "pop" in his back and stim just stopped (B)(6) 2022 pt mentioned hcp did the lead revision and everything worked great after that.